Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently, pump battery rapidly decreased and would not charge. Multiple charging supplies were used to charge the battery. Customer's blood glucose was elevated (400 mg/dl at its highest). Customer used pump and manual injections for insulin therapy,